Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. Similar reports were seen at this clinic. Investigation is still ongoing as to root cause. Device malfunction with potential for serious injury is not ruled out so this report is being filed. This event reported is not a serious injury. Missing information was not available at the time of this report. Evaluation summary data from system logs was collected and analyzed. Power and vacuum looked stable over time. However, peak temperatures as measured on temperature sensors showed increase. Handpiece was returned on march 6th, 2015 to investigate possible reasons for less efficient cooling. Subsequently it was also discovered that clinic was using a different gel than recommended for skin lubrication. Both avenues are still being explored. Investigation is still open and a follow-up report will be filed. Patient age is unknown. Patient sex is unknown. Patient weight is unknown. Investigation has concluded, and determined that the user's choice of an unvalidated substance for skin lubrication interfered with the device's cooling mechanism. No serious injury occurred (reviewed by independent medical personnel), and investigation has determined that this user error would not result in a serious injury. The user manual has been updated.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. Similar reports were seen at this clinic. Investigation is still ongoing as to root cause. Device malfunction with potential for serious injury is not ruled out so this report is being filed. This event reported is not a serious injury. Missing information was not available at the time of this report. Evaluation summary: data from system logs was collected and analyzed. Power and vacuum looked stable over time. However, peak temperatures as measured on temperature sensors showed increase. Handpiece was returned on (B)(6) 2015 to investigate possible reasons for less efficient cooling. Subsequently it was also discovered that clinic was using a different gel than recommended for skin lubrication. Both avenues are still being explored. Investigation is still open and a follow-up report will be filed.

Event description:
Physician noted one small (5mm or less) blister on right underarm immediately post-treatment. Applied corticosteroid/antibiotic ointment. The patient did not come back to the clinic. Physician was not going to follow the patient any longer.